Event description:
The pt started to experience pain shortly after implant. Several antibiotics were administered, even though the blood samples were negative for an infection. The extension had a broken "isolation" close to the connection of the neurostimulator. The extension was replaced. Further info has been requested.